Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Two acetabular cups have been reported for this event. It is unknown which cup was initially implanted in the revised hip. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 3 of 13 mdrs filed for the same patient (reference 1825034-2014-07370, 07371, 07372, 07373, 07375 and 2016-02250, 02251, 02253, 02255, 02256, 02257, 02260, 02261. Product location unknown.

Event description:
Patient's legal counsel reported that patient underwent a right hip revision procedure approximately nine (9) years post-implantation due to allegations of metallosis and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative reports received confirm patient was revised approximately nine (9) years post-implantation due to pain, instability, osteolysis, migration of the acetabular cup and metal debris. During the revision procedure, yellow fluid, loose and vertical cup, two loose screw and two fractured screws were noted. The loose screws were removed and the fractured screws remain in the patient. The modular head and acetabular cup were removed and replaced with a liner. Two acetabular cups were used to complete the procedure, with one placed inside the other for stability.